Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If the device will send in for investigation and a technical investigation report is available, a follow-up will created note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4): "defect of operating unit." Customer information: the patient was given an aciclovir i.v infusion. The infusion used tubing from the previous aciclovir infusion, which was reconnected to the infusion pump because it had to be disconnected for a while. The infusion time was set at 300 ml / h and the volume limit at 150 ml. When the infusion pump indicated that 55ml of infusion remained, the counter alerted the cumulative air. At the same time, it was found that the orange closure of the tubing was closed and no fluid had actually gone from the infusion bottle to the patient because the bottle still appeared to be full.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. A space line was inserted and the infusion was started with a rate of 100ml/h. The infusion stopped because of a upstream alarm, a few minutes later. The pump was put into stand-by. A line change was performed and the infusion was started again. Directly after start the infusion the upstream-alarm occurred again, the alarm was confirmed and the infusion started again. The upstream alarm occurred again, 30 minutes later. The pump was put into stand-by and started again, 25 minutes later. Now, the infusion stopped with the pressure alarm. The alarm was confirmed and the infusion started again until the volume is reached. Now, the described process was found. The infusion started with a rate of 300ml/h and a volume of 150ml. The air rate alarm occurred a few minutes later. The pump was put into stand-by and on the next day the infusion started again and the upstream alarm occurred directly. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. The device shows age related signs of wear and tear. No visible damages or soiling could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of (B)(4). This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. A specific test of the air sensor was performed. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled and the inside was investigated. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.